Event description:
--

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited shock impedance measurements greater than 125 ohms. An invasive procedure was performed to replace the lead. During the procedure, this device was also replaced. No adverse patient effects were reported.